Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-07787 and 2017865-2018-08524 it was reported that there was an infection in the device pocket with no evidence of erosion. The system was explanted and replaced on the right side of the patient. The patient was stable following the procedure.